Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming functional testing. The last patient ot use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. As received, the monitor failed incoming functional testing. A root cause investigation into the test failure is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse events resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.